Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. No defects were noted that would have caused a failure of the type described by the customer. It was later determined that the customer had coincidently reported a separate complaint at the same time and had misidentified the number of the device involved in this report. The second device was evaluated and it was noted that the needle showed damage consistent with firing into a hard surface. The evaluation did not reveal any conclusive reason for the device to fire late after removal. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer activated a new pod, she didn't realize until about 1 hour later when her bg was over 300 that the cannula had not inserted. She removed the pod and activated a new pod. No further problems reported. The device is being returned for evaluation.